Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was under-infusing. The medication amount remaining in the cassette had not been matched to the reservoir volume displayed on the pump. The starting volume had been recorded as 100 ml. The continuous infusion rate had been set at 2.2 ml per hour. The remaining reservoir volume had been documented as 38.9 ml. An attempt to withdraw the remaining medication to confirm the amount had been noted, with 38.9 ml remaining. The air detector had been set to ¿on,¿ and the upstream sensor had also been set to ¿on.¿ the length of infusion had been recorded as 46 hours. The lock level had been documented as 02. The pump had been used to prime the extension tubing. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.